Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Inspection of the lead body and electrode tip found no anomalies that would have resulted in the clinical observation of dislodgement. The high capture threshold allegation could not be confirmed, as resistance testing found that the lead was electrically continuous. A stylet insertion test was undertaken and the stylet could be passed no further than the end of the terminal pin. An x-ray of the lead found the inner coil had become deformed near the terminal end. Visual inspection also noticed a cut in the insulation approximately 37 cm from the terminal end, which is consistent with explant damage.

Event description:
It was reported that this right ventricular (rv) lead exhibited a dislodgement and high pacing thresholds. A revision procedure was performed. While attempting to reposition the lead, difficulty was experienced operating the extendable/retractable helix. The lead was removed with some difficulty and was successfully replaced. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a dislodgement and high pacing thresholds. After it was retracted it would not extend, therefore, it was explanted but had difficulty to removed. No additional adverse patient effects.